Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device alarmed for battery out limit alarm. It was reported that the battery had been changed and the alarm prompted. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot the device.